Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service technician investigated the ventilator device on site. It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. Simulated use testing of the received turbine module has reproduced the technical alarm for the turbine module as described in the customer issue. An evaluation of the received device logs could also confirm the event. A defect turbine in the turbine module caused the unit to trigger a technical error indicating timing issues with the turbine. During testing the turbine also caused the unit to fail the pre-use check (puc). A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).